Manufacturer narrative:
G2 (¿health professional¿ was selected in error on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings found the following: normal wear and tear/dust accumulation inside the unit, software needed upgraded from 3.01. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had the screen not produce an image. The issue was found during the procedure and there was a delay of unknown length. The procedure was completed with a similar device and a linear endoscopic ultrasound was used to assist at the time of the failure. There were no reports of patient harm.